Event description:
Biomed at one of the user facilities reported, a ventilator that is "giving ext high peak press, circuit occlusion and safety valve." He also reported that in the error logs were displaying compressor run time data error, configuration lost, and settings lost. Alarms were both audible and visual. The circuit was not kinked or occluded. The reported event occurred, after the ventilator had passed extended system testing (est), and pre-patient use. Field service was requested, to come and fix the ventilator.

Manufacturer narrative:
Carefusion technical support dispatched field service, to the user facility. Once the unit is evaluated, a follow up MDR will be submitted.